Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise and oversensing; lead body damage was noted to be the cause. Of note, the patient was reported to have been a twiddler. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead is not expected to be returned for analysis. There were no additional adverse patient effects reported.